Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/12/2015 with the following findings: on investigation, the alleged display issue was duplicated. The display lens was found to have cracked. The pump powered up to a clear and legible display. The auditory and vibratory features were operational. No tactile issues were found. A leak test showed a leak on the display lens, but no moisture was observed behind the display or in the battery compartment.

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a display (damaged w/ moisture) issue. Reportedly the screen was broken and moisture was evident inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.